Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A final angiogram after the procedure showed no endoleak. On (B)(6) 2012, computed tomography scan revealed the ipsilateral limb had retracted proximally to the aortic bifurcation, causing a distal type I endoleak. The physician attributed the retracted ipsilateral limb to vessel angulation, and the fact that he tried to achieve seal in a short segment of the common iliac artery (length unk) that measured 12 mm in diameter. The remainder of the common iliac measured 17 mm in diameter. On (B)(6) 2012, the physician extended the graft system on the ipsilateral side with a 20 mm gore contralateral leg component. The type I endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.